Manufacturer narrative:
UDI number: (B)(4). Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that the second set screw on an inverse connector stripped while the connector was being tightened onto the mating rod during surgery. The connector was removed and replaced with an alternative connector to complete the procedure without reported patient impacts.

Manufacturer narrative:
Corrected manufacturing date to be 30-nov-2015. Additional information: method, results, and conclusions - the returned connector was examined. The complaint was confirmed for the stripped set screw thread not allowing for locking with the rod. This damage is likely due to improper seating during torquing causing cross-threading. There were no manufacturing issues detected which would have contributed to this event.

Event description:
It was reported that the second set screw on an inverse connector stripped while the connector was being tightened onto the mating rod during surgery. The connector was removed and replaced with an alternative connector to complete the procedure without reported patient impacts.